Manufacturer narrative:
.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The 99% stenosed, calcified, target lesion was in the distal portion of the right coronary artery (rca). The vessel was considered to be of average tortuosity. An intravascular ultrasound (ivus) imaging catheter was advanced, but could not cross the lesion. The target lesion was treated with a 1.5mm rotablator burr and predilated with a 2.5x20mm apex balloon catheter. The physician attempted to advance a 2.5x20mm taxus express2 drug eluting stent but the device would not cross. When removed, it was noticed that the proximal stent edge appeared "lifted up". The procedure was completed with another 2.5x20mm taxus express2 des. There were no pt complications reported with the pt's current condition listed as "good".